Manufacturer narrative:
The date of event is estimated. The results method and conclusion codes along with the investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Manufacturer report reference number: 1627487-2020-48116. It was reported that the patient experienced ineffective stimulation. The patient was reprogrammed but was unable to achieve effective therapy. The patient then stopped charging and using the ipg, which rendered it inoperable. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.